Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving a reading of 195 mg/dl compared to a lab reading of 105 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Manufacturer narrative:
Customer's meter (B) (4) was returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Two similar readings to what the customer reported on the day of the event was found in the meter's memory.

Event description:
It was reported that during the preparations for a percutaneous coronary interventional procedure, a broken rotawire was found. The lesion was located in the left anterior descending (lad) artery. Upon opening the package for the rotawire floppy guide wire, it was discovered that the wire was broken. No patient complications occurred. The patient status was stable.